Event description:
It was reported that a patient presented with an infection on the implantable cardioverter defibrillator and lead. Vegetation was noted on the lead. The system was explanted on (B)(6) 2025. No adverse patient consequences were reported.

Event description:
New information received notes that no physician allegation of infection due to procedure with product was made.

Manufacturer narrative:
Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.